Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if some malfunction or other product condition could have contributed to the patient's hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient reported that on (B)(6) 2011 at 11:04 am, her blood glucose measured 390 mg/dl, so she administered a 3.1 unit insulin bolus. At 11:37, her bg was still 377 mg/dl, so she took an additional 1.05 unit bolus. At 11:53, her bg result was 384 mg/dl, so she gave a 20 unit manual injection and a .9 unit device-administered bolus. Over the next four hours, her bg ranged from 284 mg/dl to 422 mg/dl despite 3 additional boluses totaling 6.1 units. Only the single manual injection was reported. She went to the hospital and at 6:08 pm, the device was deactivated and she was placed on an insulin drip.